Event description:
Individual received an MRI on a mobile 1.5t ge lx highspeed MRI. The individual reported feeling a temperature increase of his skin on his arms. Since the procedure, the individual reports feeling as if he has a "sunburn" under his skin, burning and dryness of the eyes and if he has a mild welding burn. MRI of the pelvis. Dates of use: 20 minutes.